Event description:
It was reported that this right ventricular (rv) lead recorded high in-range shock impedance values. It was noted that the patient had been evaluated, and defibrillation threshold (dft) testing had been unsuccessful in various shocking configurations. This lead was subsequently partially explanted and surgically abandoned. Due to patient anatomy, a replacement system was planned to be implanted at a future date. No additional adverse patient effects were reported.